Manufacturer narrative:
(B)(4). Instrument a: release button. Instrument b: exp date: 09/15/2015; MFR date: 10/15/2010; (B)(4). The analysis found that one long60 device a, closed and with a partially fired ecr60d reload loaded on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and several b-formed staples were found behind the knife on anvil knife slot and channel. It should be noted that prior to reloading the instrument, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. In addition the release button post was noted to be damaged. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism resulting in the trigger not properly returning to its home position. One possible cause for this type of damage may be partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. However, the returned reload was tested for functionality with a test device and it fired, cut and formed all staples as intended. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The long60 device b, was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the stapler blocked on tissue during the making of the gastric pouch in a gastric bypass. The surgeon couldn't open it with all the knowledge and experience he has with the device. To remove the device from the stomach, the surgeon used another stapler and stapled around the blocked device, then he removed the stapler with blocked tissue in the jaws. The day after the intervention, the patient was still fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the stapler blocked with gastric tissue in the jaws. It was impossible to re-open the device. The surgeon finished the procedure with an instrument from another lot. There were no adverse consequences for the patient.

Event description:
Additional information: on what tissue type was the device used? At what location on the tissue? Gastric tissue / when creating the pouch in a gastric bypass. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? As it was in the last firing of the pouch creation, I think it was the 3rd or 4th firing. If echelon, during which stroke did the event occur? I think after the 3rd firing, knife did not come back and stapler blocked. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Gold. Was buttressing material utilized? None. Was the instrument fired across or near an existing staple line or clip? Probably, as during the creation of the gastric pouch you may cross / be near an existing stapler line. Were any unexpected noises heard? If so, when? Don't know. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, force to fire was higher than normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, stapler was blocked. Was there any difficulty removing the device from the tissue? Yes, stapler was blocked and had to be removed with tissue in the jaws. Is there any other additional information you would like to share about this device or procedure? What were the patients pre-existing conditions? Nothing specific. Does the patient have any relevant history of surgical treatments? If so, what? Don't know.